Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5151262.

Event description:
It was reported that a patient presented with over-sensing of noise and low pacing impedance. No intervention or adverse patient consequences were reported.